Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the wires on a large suturecut needle driver instrument snapped while suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: there was no injury to the patient due to the issue with the instrument and the procedure was completed by using a sterile packed robotic needle driver.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and was found to have a broken grip cable at the idler pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.